Event description:
The customer reported that she had a button error alarm on the insulin pump. Customer stated that she had the pump against the body for a lengthy period. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a no button response due to the corroded keypad traces. There was no button error alarm noted during testing. The insulin pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a cracked pump belt clip slot.